Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer changed the sample needle for rotor a, checked and adjusted the cell rinse, detergent, and cell white volumes, adjusted and cleaned the sample and reagent pipettes, and replaced the rinse tubing. Calibration and qc were performed and were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. Example 1 initial albumin result was 22.9 mg/l and the repeat result was 30.2mg/l. Example 2 initial creatinine result was 66 mol /l and the repeat results were 106 mol /l and 104 mol /l. Example 3 initial creatinine result was 65 mol /l and the repeat result was 98 mol /l.